Event description:
Blue esu megadyne ( ref 21010ec, lot 8155 exp:08-25-2025 ) broke apart during the procedure. All pieces were accounted for. Unknown reason why bovie cracked apart. (B)(6). FDA safety report ID# (B)(4).